Event description:
The consumer via a manufacturer representative reported that the patient was having more accidents than they used to. The patient had lost lots of weight and the device just seemed to now be just below the skin. The implanting health care provider (hcp) decided to put the implant at the top of their buttocks as the patient was a bus driver. The patient experienced some pain when they lied on the side of the implant. Possible weight loss may have led to the issue. The patient was advised to see their hcp for the issues with the increase in accidents and pain. It was unknown if the issue was resolved. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.